Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula may not have been inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / pages 44 - 45. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room with high blood glucose, which read 380 mg/dl while there. He also experienced large ketones, headache, stomach ache, and throwing up. Treatment included IV fluids and insulin (novolog), imodium, and something (not specified) for headaches. The patient went to the endocrinologist right after this event and no changes were made to his insulin doses or pdm settings. It was unsure if the cannula was properly inserted due to his blood glucose levels rising and it being noticed that the pod's cannula was bent while being examined at the endocrinologist's. The mother also stated that they think that because the pod site was muscular that the muscle pushed the cannula out of the skin and that is why it was bent on top of skin.